Event description:
It was reported that after minute and 26 seconds of activation in the sfa, the distal tip of the recanalization catheter detached. There were no attempts made to remove the detached tip. The procedure was aborted. There was no pt injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for corporate lot number gfye3266, for this issue. The device was returned with a 0 014" guidewire inserted through the hub for evaluation. The guidewire was unable to be removed from the catheter, likely due to dried blood. This will be considered an incidental finding, as it was not reported by the user and the blood would not have been dried during the procedure. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. The definitive root cause for this event could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. The current senomark ultra breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.